Event description:
The patient is a (B)(6) old (B)(6) with a significant history of atrial flutter. The patient also has asthma, hypertension and thrombotic thrombocytopenic purpura (ttp). The patient has received rituxan treatment for her ttp. The patient met with her cardiologist to discuss treatment options for her atrial flutter and elected to proceed with a heart ablation procedure. The heart ablation procedure took place in the electrophysiology special procedures room on (B)(6) 2014. The procedure went as planned with no signs of complications. The patient was transferred from the treatment room to a pacu stretcher. The patient was rolled over, so that staff could remove the bovie electrode pad. While slowly removing the electrode from the patient's right flank a patch of skin adhered to the electrode revealing a raw area. Further inspection of the area revealed the appearance of a possible burn documented as 2nd degree.